Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7074310.

Event description:
It was reported that the patient experienced a swollen battery site and fluid was around it. The lead had slipped back out of the canal space. All components were explanted and discarded per hospital policy.